Event description:
A home patient contacted baxter's technical service center for assistance repriming the patient line. The home patient stated the patient line did not fully fill with fluid, so the home patient put the flexicap on the patient line and tried to use the reprime feature on the homechoice device. Baxter's technical service representative explained the flexicap will not allow for priming and advised the home patient to start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.